Event description:
Customer states that the device is showing a ECG error and when the device is rebooted, it stops at load button. Customer states no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.